Event description:
Steris is issuing this notification to inform you of a problem that necessitates a change in the way the c1160 tray accessory is used with the system 1 sterile processing system. Description of the problem: steris has become aware that under certain conditions the design/operation of the c1160 tray may compromise the ability of the system 1 processor to provide an effective sterilization cycle when a c1160 tray is used (see attached a). The device sterilized in the c1160 tray should not be used clinically prior to completion of a successful diagnostic cycle. This alert applies only to the c1160 tray, and does not apply to the c1200, c1220, or c1140 trays. According to bob our service representative our unit has already been updated since 03/07/2008. Label on unit states so (confirmed). (See scanned pages).